Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid, bupivacaine, baclofen, and clonidine via an implantable pump for non-malignant pain. It was reported that the pump was refilled last week and at the time there was a low reservoir alarm. However, the pump started alarming again every hour after the refill. Agent reviewed information around concurrent alarms and advised them on how to silence the audible alarm. Hcp would follow up with the patient and update the pump again to stop the alarm.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.